Event description:
It was reported the patient's omnipod dash personal diabetes manager battery was swollen, and the device would no longer hold a charge. Patient reported using the charging cable provided with the device, per user guide, however the reported color of the charging cable is not provided by insulet.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria.